Event description:
User reports a leak inside the analyzer that was dripping water down onto boards inside the analyzer. No injuries were reported. Field svc rep determined root cause to be cracked rinse tubing of sv19 and replaced the tubing. Performance tests were performed which were within spec.